Event description:
It was reported that the patient was experiencing hypotension. A left atrial appendage (laa) closure procedure was being performed. An unknown watchman access system (was) and an unknown watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in a few days post procedure experiencing hypotension. The physician performed a transesophageal echocardiogram (tee) procedure. The imaging showed that the closure device was still positioned correctly. There were no other complications that were reported to have occurred.

Manufacturer narrative:
B3 date of event - aware date used as event date is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
B3 date of event - aware date used as event date is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman laa closure device remains implanted; therefore, returned device analysis could not be completed. Device history record review the batch number of the watchman laa closure device was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review as the specific product family is unknown, the instructions for use (ifus) for all watchman product families were reviewed for this complaint. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman laa closure device IFU lists potential complications, risks and adverse events that may be associated with the use of this device which include hypotension (imaging required). Risk review as the specific product family is unknown for this complaint, risk documentation for all watchman product families were reviewed for this complaint. A risk review was completed and confirmed that the event of hypotension was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing hypotension. A left atrial appendage (laa) closure procedure was being performed. An unknown watchman access system (was) and an unknown watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in a few days post procedure experiencing hypotension. The physician performed a transesophageal echocardiogram (tee) procedure. The imaging showed that the closure device was still positioned correctly. There were no other complications that were reported to have occurred.